Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error had occurred on the underlying data source. A technical support specialist (tss) was unable to dial into the station because the c drive was full. The tss accessed the database server and mapped the c drive for the station. The tss cleared structured query language dump files by following the procedure from the medstation enterprise server maintenance service purge and deletion service article, which freed space on the c drive. The tss then successfully dialed into the station after space was recovered. The tss checked the station database and found that it had expanded to ten gigabytes, but reindexing or shrinking could not be performed due to limited disk space. The tss created a decrypted station backup and stored it in the temporary directory. The tss continued with a full synchronization of the station by following the documented procedure for proper data synchronization and database placement. The tss confirmed that the station became usable after the full synchronization and that the database size had reduced to two thousand nine hundred and five megabytes. The tss reviewed the data synchronization debug log and verified that no variation changes were present. The tss then rebooted the station back to the main application environment. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal error occurred on the 6w main drawer, displaying the message a fatal error has occurred on the underlying data source. It was unclear whether the issue was related to hardware or the network. The customer was unable to refill, load, or perform inventory functions on the pyxis. Reboot attempts were made with no improvement. The device also displayed the critical override icon on the screen, although it was not shown as being in override on the server. There were no adverse events or injuries reported based on this event.